Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the right atrial and left ventricular leads were noted to have dislodged due to twiddler's syndrome. The leads were explanted and replaced. The patient was in stable condition post surgery.